Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after approximately 5 months of support, the pt's lactate dehydrogenase (ldh) level has remained increased. Additional information provided to the manufacturer approximately 3 weeks later indicates that the pt's ldh has decreased. The pt was discharged home and continues on lvad support with no further issues reported.